Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction and restenosis. Index procedure. (B)(6) 2010 - the 85% stenosed target lesion, 6mm long with a reference vessel diameter of 2.5 mm located in the right atrioventricular branch (r-pav). The physician treated the lesion with the placement of a 2.50 mm x 8 mm taxus liberte stent using direct placement method, with 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2012 - the patient presented with chest pain. Laboratory tests revealed elevated cardiac enzymes and an mi was reported. The patient was taking open label prasugral. The 95% occluded target lesion was located distal to the saphenous vein graft (svg) to the right coronary artery (rca). The physician treated the distal rca with placement of a 2.75 x 8 mm ion stent with less than 10% residual stenosis. Additionally, the first obtuse marginal (om1) was treated with direct stent placement using a 2.75 x 8 mm ion stent with less than 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).